Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg unraveled in use.

Event description:
The customer reports the swg (spring wire guide) did not advance smoothly during use.

Event description:
The customer reports the swg (spring wire guide) did not advance smoothly during use.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a 2-lumen 7 fr x 20 cm cvc set kit. The spring-wire guide (swg) will be used for this investigation. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal j-bend retained its shape, and the guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The distal core wire protruding was flat. The distal weld was present at the end of the coil wire and was full and spherical. The proximal weld was still intact, full, and spherical. The length and outer diameter of the swg were measured and were found to be within specification. A swg with an outer diameter of 0.846 mm from lab inventory passed through the returned introducer needle, arrow raulerson syringe (ars) and catheter without restriction. This indicates that a swg with an outer diameter of 0.801 mm would be able to pass through the devices as well. A manual tug test confirmed the proximal weld was still intact. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The returned guide wire was kinked , unraveled, and the core wire was broken adjacent to the distal weld. A swg with an outer diameter of 0.846 mm from lab inventory passed through the returned introducer needle, ars, and catheter without restriction. This indicates that a swg with and outer diameter of 0.801 mm should be able to pass through the catheter as well. In addition, the swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.